Event description:
The clinician reports the implant was inserted 2021-07-06 in ada 10. On 2021-07-29, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.